Manufacturer narrative:
This is our combined initial and final report on this incident

Event description:
The customer reported that two samples yielded a false positive reaction when testing biotestcell 3 on tango optimo. The customer has neither returned the patient samples that had caused false positive test results nor the supposedly defective product. Therefore our quality control laboratory tested the retained biotestcell 3 sample with different positive and negative controls and samples. All positive and negative reactions were correct. We did not observe any false positive reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell 3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. There is no indication for a malfunction of the affected tango optimo.